Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada placed at this time and reported "worked well for about a hour". Nurse states it is reported in the notes, there was some "bleeding around the seal" evidenced by bleeding on the pad [device ineffective] when jada was removed, "evacuation pores were clogged". [Device occlusion] no additional ae [no adverse event] case narrative: this spontaneous report originating from united states was received from a nurse referring to a female patient of unknown age via clinical education specialist (ces). This report concerns 1 patient(s) and 1 device(s) with no other postpartum hemorrhage (pph) risk factors. On an unspecified date in (B)(6) 2025 (also reported as sometime in the last week), a patient, g2p2 (gravida 2 and para 2), presented with a term pregnancy for a planned repeat cesarean section. The patient had singleton pregnancy. The surgery was successful with a normal recovery initially. However, during recovery, bleeding with clots was noticed. Pitocin was increased to 80 units, and the patient was given prophylactic methergine at a dose of 0.2 mg im (intramuscular) x 2. While the provider was enroute to the room, the patient received 800 mg of misoprostol rectally. Upon the provider¿s arrival, a bimanual exam was performed, removing 550 ml of clots from the lower uterine segment. The vacuum-induced hemorrhage control system (jada system) (lot number and expiration date not reported) was placed via intrauterine route for postpartum hemorrhage and worked well for about an hour. The estimated blood loss (ebl) before using the vacuum-induced hemorrhage control system (jada system) was 950 ml. There was some bleeding around the seal, evidenced by bleeding on the pad, and it was documented that the fundus was 1fb greater than the umbilicus (device ineffective). The nurse was concerned about the bleeding, and an ultrasound showed no clots, with the loop appearing normal, although visualization was challenging due to the c-section bandage. During a nursing shift change, the oncoming nurse performed a fundal height check and expressed clots. The nurse manager expressed concern that the nurse might have dislodged the vacuum-induced hemorrhage control system (jada system) during a fundal massage. Further bleeding around the seal was noted, with 40 ml on the pad. The provider then discontinued suction, deflated the seal, and removed the vacuum-induced hemorrhage control system (jada system). More clots and bleeding re-started, when the vacuum-induced hemorrhage control system (jada system) was removed, the evacuation pores were clogged (device occlusion). The patient was then moved to a bakari, which was unsuccessful, leading to more clots. Ultimately, the patient underwent a uterine artery embolization. During the use of the vacuum-induced hemorrhage control system (jada system), the uterus remained firm, and blood did not continue to move through the tube. The clinical education specialist (ces) stated that the cervical seal was inflated with 60 ml of sterile fluid, and suction was set to 80 mmhg. The patient received hemabate after the vacuum-induced hemorrhage control system (jada system) was removed, with no further information on this. The patient also received magnesium for an unknown reason. No additional adverse event (ae) (no adverse event). The operator was not using the vacuum-induced hemorrhage control system (jada system) for the first time, and the device was not removed and re-inserted. The total blood loss at delivery was 2000 ml. Upon internal review, the event device ineffective was determined to be required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.